Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after changing the end cap, fluid was noted to be spraying out of the PICC line. There was no leaking noted during fluid administration or fluid in the bed. The PICC line was quickly discontinued and an additional piv was placed. There was no patient harm.

Manufacturer narrative:
One used catheter from lot number 1913500227 was received at the manufacturing site inside of a generic plastic bag for evaluation. A visual inspection revealed that the sample was received with a syringe, adapter, and additional stabilizing wing, all of which do not belong to the cardinal health device. A physical evaluation was performed and revealed both bubbles and a hole just below the strain relief. The device history record (DHR) was reviewed and revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical, and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The manufacturing process was reviewed, and a cause-and-effect diagram was utilized to identify any possible root causes. No manufacturing related root causes were identified. Based on all available information, the device was in good condition prior to use and there was no indication that the device was leaking during recommended flushing, therefore the most probable root cause is user misuse as leaking was only noted after the cap was changed. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.